Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during an implant procedure, this lead had become stuck on the patient's tricuspid valve. No further adverse patient effects were reported.